Event description:
I had a vein procedure done on my right greater saphenous vein due to deep venous insufficiency. The procedure was identified as venaseal from the manufacturer, medtronics, inc. - within 3 days, I began experiencing a severe allergic reaction, which included hives, extreme itching to the point of my skin was bleeding and lung damage. - I had allergy testing done to test my sensitivity to the chemical used in the venaseal procedure, namely cyanoacrylate. This chemical was injected into my right greater saphenous vein. I saw an allergist and it was confirmed that I was extremely allergic to cyanoacrylate. Since this chemical was in my body, the reactions continued for well over two months. It was recommended that I have the greater saphenous vein removed surgically. I was admitted to the hospital, (B)(6), iowa on (B)(6) 2024 for a right greater saphenous vein saphenectomy. I spent 1 night as an inpatient. I have an incision from my ankle to my groin, with permanent disfiguration. I have sustained permanent damage to my lungs due to this chemical. The providers are as follows: - (B)(6), vascular surgery. The (B)(6) - (B)(6), pa-c, vascular surgery the (B)(6), medtronics, inc. Has similar documented cases such as this. My question, why is allergy patch testing done prior to the venaseal procedure. I don't want any other patient to have to go through this. Sincerely, (B)(6). Positive allergy patch test to cyanoacrylate.